Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 am after the end user became incoherent and fell out of the bed. A blood glucose test was performed on his prodigy diabetes meter with a result of 67 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 30 mg/dl. The end user was given orange juice and glucose tablets to assist with increasing his blood glucose level and there was no additional reason to transport him to the ER. No additional details were provided in regards to this medical event.